Event description:
A journal article was reviewed which contained information regarding these implantable cardioverter defibrillator models. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following failure modes: electromagnetic interference, inappropriate atrial and ventricular sensing causing automatic mode switching, atrial oversensing, ventricular oversensing, undersensing and noise (artifact). The status of the devices is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Multiple device manufacturers were reported in the article along with multiple device models, a one to one correlation could not be made and include medtronic models: 7231,7279, 7304 and 7230. Referenced article: electromagnetic interference with implantable cardioverter-defibrillators at power frequency: an in vivo study. Circulation. 2014;129(4):441-450. (B)(4).